Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer consumed carbohydrates to address bg. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received. No additional information was provided.